Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 7168770. Date of event is estimated.

Event description:
It was reported one of the patients leads has migrated. Surgical intervention may be pending to address the issue. The investigation was not able to determine which lead had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2022-05684. Additional information received indicating both of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the patients leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.